Manufacturer narrative:
Implant date is unk. The psdv-c tissue is still implanted in the pt, therefore, no product was returned for eval. A review of the device history record was not possible since the lot number was unavailable.

Event description:
After firing an ethicon stapler loaded with peri-strips dry with veritas collagen matrix circular staple line reinforcement (psdv) 21mm for creation of the gastro-jejunostomy anastomosis during a gastric bypass procedure, the stapler was difficult to remove due to resistance. The stapler was removed and a tear occurred in the anastomosis, which required application of a second, unspecified stapler. It was noted that there were no issues firing the ethicon stapler loaded with the psdv tissue. The status of the pt is unk. No additional details are available at this time.